Manufacturer narrative:
No button error alarm or battery out limit alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on display window, scratched case, cracked reservoir tube lip and moisture damage on lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported the insulin pump got wet and alarmed button error and battery out limit. Customer's blood glucose was 363 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.